Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD was reprogrammed as a new morphology template was collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks when the patient¿s implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) as ventricular tachycardia (vt). Additionally, it was reported that the patient¿s right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ICD remains in use. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.